Manufacturer narrative:
Additional information: a2, a3a, b5, d4 (model#, catalog#), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a clinical study investigated long-term clinical outcomes of percutaneous intramyocardial septal radiofrequency ablation (pimsra) using cool tip rfa, electrocardiographic echocardiographic characteristics and resting and exercise induced left ventricular outflow tract (lvot) gradients in patients with hypertrophic obstructive cardiomyopathy (hocm). All patients were part of the study group registered at clinicaltrials.gov ((B)(4)). Between (B)(6) 2016 to (B)(6) 2017, (B)(4) patients underwent pimsra. Adverse events during the perioperative period occurred in (B)(4) patients: pericardial effusion (2) requiring mini thoracotomy in the setting of tamponade; sustained ventricular tachycardic which progressed to ventricular fibrillation which was resuscitated with electrical cardioversion (1). All (B)(4) patients survived this off label used of cool tip. None of the adverse event mentioned directly related to medtronic products.

Manufacturer narrative:
Correction: h6 (rfr code to procedure related adverse event - unrelated to device) additional information: g3 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a clinical study investigated long-term clinical outcomes of percutaneous intramyocardial septal radiofrequency ablation (pimsra) using cool tip rfa, electrocardiographic echocardiographic characteristics and resting and exercise induced left ventricular outflow tract (lvot) gradients in patients with hypertrophic obstructive cardiomyopathy (hocm). All patients were part of the study group registered at clinicaltrials.gov ((B)(6)). Between october 2016 to september 2017, 27 patients underwent pimsra. Adverse events during the perioperative period occurred in three patients: pericardial effusion (2) requiring mini thoracotomy in the setting of tamponade; sustained ventricular tachycardic which progressed to ventricular fibrillation which was resuscitated with electrical cardioversion (1). All three patients survived this off label used of cool tip.

Manufacturer narrative:
Shengjun ta, jing li, david h hsi, rui hu, changhui lei, bo shan, wenxia li, jing wang, bo wang, nan kang, xiaojuan li, jiani liu, caixia qi, junzhe huang, yupeng han, fangqi ruan, jun zhang, liwen liu. Percutaneous intramyocardial septal radiofrequency ablation after 5-year follow-up. Ta s, et al. Heart 2024;110. Doi:10.1136/heartjnl-2023-323606. Pages 792¿799. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.